Manufacturer narrative:
The device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. Additional information has been requested by email, fax and phone. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient experienced blurry distance and near vision. The lens was exchanged for a different model. Additional information has been requested.